Event description:
It was reported, the subject device image flickers. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus. The customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable section and the cover glass of the insertion tube is cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image flickers. The issue was found during an unspecified procedure. There were no reports of patient harm.